Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that the hemopro power supply was overheating. No further information was given. The hospital did not report any patient effects.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, the device was sold to the account on 3-jul-2012 which places the approximate usage life at 3.5 years. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. (B)(4).

Event description:
The hospital reported that the hemopro power supply was overheating. No further information was given. The hospital did not report any patient effects.